Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported when the patient returned for follow up two weeks later a type ib left limb endoleak was observed. As per the physician the cause of the event was due to the patient¿s aneurysm expansion. No additional clinical sequelae were reported and the patient is being monitored.